Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old caucasian female patient underwent a breast surgery with implantation of a 700cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant during an in-office visit with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 05, 2022, mentor was notified that the patient was scheduled for removal on (B)(6) 2022. On december 15, 2022, mentor became aware that the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants. On december 16, 2022, the mentor analysis lab received the suspect medical device for evaluation. On december 22, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in four (4) parts, additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 05, 2022, mentor received additional information. During a pre-operative consultation the patient was noted to have a left-sided medial herniation of the left implant. Additionally, upon explantation, a ruptured right breast implant was discovered. There were no reported patient consequences or procedural delays due to the findings. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-00708 for the contralateral event. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).